Event description:
It was reported that during an embolization treatment procedure, a pusher wire fractured. The target lesion was located in the left renal artery. Using intermittent flush, several coils were deployed at the target lesion. The loading and advancing of a 2d 8mm x 20cm interlock 35 coil went fine. Approximately 90-95% of the interlock 35 coil was deployed and when physician tried to pull back and reload the coil into the catheter for deployment repositioning the distal portion of the pusher wire snapped off inside the patient. The interlock 35 coil was protruding in the aneurysm and subsequently deployed in its intended location. The pusher wire remained in the left renal and did not migrate. The physician attempted to snare the pusher wire but was unsuccessful and the pusher wire fragment remains inside the patient. No further patient complications occurred. The procedure was completed with this interlock 35 coil and no further patient complications were reported.

Event description:
It was reported that during an embolization treatment procedure, a pusher wire fractured. The target lesion was located in the left renal artery. Using intermittent flush, several coils were deployed at the target lesion. The loading and advancing of a 2d 8mm x 20cm interlock 35 coil went fine. Approximately 90-95% of the interlock 35 coil was deployed and when physician tried to pull back and reload the coil into the catheter for deployment repositioning the distal portion of the pusher wire snapped off inside the patient. The interlock 35 coil was protruding in the aneurysm and subsequently deployed in its intended location. The pusher wire remained in the left renal and did not migrate. The physician attempted to snare the pusher wire but was unsuccessful and the pusher wire fragment remains inside the patient. No further patient complications occurred. The procedure was completed with this interlock 35 coil and no further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a 2d coil was returned inside a plastic container. The coil was inspected and found to be severely stretched at the proximal end. There were also traces of blood present on the fibers. Although there was evidence of a weld on the coil the interlocking coil arm was not attached on the returned device and appeared to have pulled off. The interlocking arm was not returned. Microscopic analysis revealed the zap tip shape and surface was smooth. The dimensions measured were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system, and "the interlock" - 35 fibered idc, occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager, ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." "Do not attempt to use the interlock - 35 fibered idc occlusion system with a soft-walled delivery catheter, such as the terumo glidecath catheter. The interlock - 35 fibered idc occlusion system will encounter significant resistance when advancement through a soft-walled delivery catheter is attempted." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).